Event description:
Two (2) endotine forehead 3.0 implants failed to resorb requiring a subsequent surgery for their removal. Initial surgery occurred on (B)(6) 2014. Subsequent surgery occurred on (B)(6) 2015. Microaire became aware of the event on (B)(6) 2016.